Manufacturer narrative:
.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a unintended disconnection between a t-connector and a peripheral IV catheter. There is no report of a specific patient event or any patient harm.